Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was attempted to implant in the atrioventricular bundle (his) bundle region several times and thresholds were inconsistent capture and high. The rv lead was viewed as compromised, and was replaced with a different lead. It was also reported that during implant of the right atrial (ra) lead placement difficulty encountered, and the lead exhibited no sensing and no thresholds and the lead was attempted in multiple spots. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.